Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right atrial lead exhibited noise, oversensing, high thresholds and pace impedance measurements of greater than 3,000 ohms. Right atrial automatic threshold alert was detected as greater than programmed amplitude or suspended. Boston scientific technical services discussed troubleshooting options. The lead remains in service.